Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on the left side on (B)(6) 2007 and subsequently the patient reports undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.